Event description:
It was reported that approximately 6 months post xience stent implantation in the 1st diagonal artery, the patient experienced some vague non-specific chest pain. On (B)(6) 2010, it progressed to chest tightness and on (B)(6) 2010, presented to the emergency room, where it was diagnosed as a non-st elevation myocardial infarction. A coronary catheterization revealed a total occlusion just proximal to the index stent in the diagonal branch. No treatment was provided and on (B)(6) 2010, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated as (B)(6) 2010 (due to vague, non-specific chest discomfort for a few days). There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and occlusion are known adverse events listed in the xience v instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined.